Event description:
According to the distributor report, the adhesive was used to close an laceration; wound site unk. Pt returned to emergency room within 12 to 24 hrs after application because the wound had opened. Pt wound required closure with steri-strips. No further events or consequences were reported.